Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400-577 mg/dl) and the cause was not known. The pump supplies were changed and insulin pens were administered to address the bg level. The customer reverted to using insulin injections for insulin therapy. During a pump system check, a 12pm time segment was observed in the pump settings. The customer was unaware of the setting and thought that the trainer had added it. Upon follow up, the customer's bg decreased to 95 mg/dl.